Event description:
Terumo medical received an FDA medwatch report # (B)(4). The event description states: "the patient was in operating room for cystoscopy, r retrograde pyelogram nephroureterectomy, holmium laser lithotripsy, double j stent change per surgeon, preop kub (kidney, ureter, bladder) done on (B)(6) 2021 for left kidney stone. A piece of wire was incidentally found in the r ureter. The surgeon states that he used a 0.038 angled stiff glidewire on date of surgery (B)(6) 2021. The patient was scheduled for cystoscopy left retrograde pyelogram, bilateral ureteronephroscopy, left holmium laser lithotripsy, double j stent placement, r ureter wire removal on (B)(6) 2021. Olympus, (B)(4). FDA safety"